Manufacturer narrative:
It was reported in follow up #2 that the mentor received the incorrect device for this complaint (mentor received lot #7577991, serial #(B)(4)). This is the correct device for this complaint. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/21/2019, a manufacturing record evaluation (mre) of lot number 7577991 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 04/03/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm located on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right-mentor smooth round moderate plus profile 375 cc saline breast implant, catalog number 3502375, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 375 cc saline breast implants which the left side deflated after implantation. Doctor confirmed left deflation. As a result patient underwent explant on (B)(6) 2018.

Manufacturer narrative:
It was reported to the FDA in follow-up report #1 that the mentor failure analysis lab had received the suspect medical device for evaluation. The device received by mentor was from lot #7577991, not lot #7549320 which was stated to mentor by the initial reporter. Multiple attempts were made by mentor to receive clarification on the conflicting lot numbers, but none was received. Since the reported product (lot # 7549320) was not returned for analysis and no response was received after attempts for clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As a result, we are closing this investigation. If wrong product clarification is received in the future, we will perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).